Event description:
It was reported that the patient's left hip was revised due to periprosthetic femoral fracture sustained in a fall. Rep confirmed there are no allegations against the implants. Femoral side of the hip construct was revised to competitor implants. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and fretting involving an unknown securfit stem was reported. The event of periprosthetic fracture was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: visual inspection of the provided photo indicates the device is covered in blood and tissue and remained assembled to the head. Material analysis, dimensional and functional inspections were not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: peri-prosthetic fracture around a left tha is confirmed. No documentation was provided regarding it's subsequent treatment. The root cause of peri-prosthetic fracture cannot be determined from the limited documentation provided. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: visual inspection of the provided photo indicates the device is covered in blood and tissue and remained assembled to the head. A review of the provided medical records by a clinical consultant stated the following comment: peri-prosthetic fracture around a left tha is confirmed. No documentation was provided regarding it's subsequent treatment. The root cause of peri-prosthetic fracture cannot be determined from the limited documentation provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to periprosthetic femoral fracture sustained in a fall. Rep confirmed there are no allegations against the implants. Femoral side of the hip construct was revised to competitor implants. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.